Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated, however, the cause was identified to be a false contact which appeared to be resolved. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that intermittently the system displayed fluoroscopy error messages and locked up. No patient injury was reported.